Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the pt has had tenderness in the right hip since the surgery and received a cortisone shot in june for the pain. Cortisone helped with the acute pain but not the tenderness. Pt had MRI, blood tests and x-ray. Test showed no evidence of inflammation on the MRI. Blood test showed chromium/cobalt ion levels are elevated.